Manufacturer narrative:
Product ID neu_unknown_lead, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID neu_unknown_lead, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead.

Event description:
It was reported that during a stage one implant the first lead they tried did not give the patient a stimulation response. They tried another lead, placed more vaginal, and received a shocking sensation with stimulation both off and on. The lead was unplugged from the external neurostimulator and the patient still received a shocking sensation. The patient met with a physician, who stated that the shocking was due to the position of the neurostimulator or lead. Subsequent information, received on (B)(6) 2012, indicated the lead was a tined lead and that no diagnostics were performed on the lead. The lead was removed and the patient outcome was reported as ''fine.'' If additional information becomes available, a follow-up report will be sent.